Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of large intestine perforation ('perforation (other): colon') and pelvic pain ('pelvic pain/ chronic pain') in a (B)(6) female patient who had essure (batch no. 686081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck pain, migraine, pain, depression, hypertension, sleep apnea, gastric bypass, hip bursitis, acetabular labral tear, umbilical hernia repair, headache, intermittent fever, chills, abdominal pain, chest pain, shortness of breath, gravida I, parity 1, obesity, copd, diverticulitis, bipolar disorder, uterine fibroids, uterine bleeding, overweight, cesarean section, lumbar pain and iron deficiency anemia. Concurrent conditions included insomnia, asthma, fibromyalgia and restless leg syndrome. Concomitant products included fluticasone propionate (flonase), ipratropium;salbutamol (albuterol;ipratropium) since 2005, metoprolol succinate (toprol xl) from 2010 to 2014, paracetamol (acetaminophen) since 2005, ranitidine hydrochloride (zoran) since 2006 and tizanidine hydrochloride (zanaflex) since 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and neuralgia ("nerve pain"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"), menorrhagia ("menorrhagia") and diverticulitis ("diverticulitis"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In (B)(6) 2013, the patient experienced large intestine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2018, the patient experienced menopausal symptoms ("hormonal changes: menopause"), 8 years 4 months after insertion of essure. On (B)(6) 2018, the patient experienced thyroid mass ("thyroid nodule"). In (B)(6) 2018, the patient experienced bladder disorder ("bladder/urinary problems- bladder problems") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2018, the patient experienced aortic aneurysm ("ascending aortic aneurysm"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), depression ("psychology injury"), vaginal infection ("vaginal pain "), visual impairment ("vision/eye problems type: blurry vision"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), gardnerella infection ("infection (bladder/urinary tract/vaginal) type: gardnerella"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("abdominal pain lower"), rash ("rashes"), nausea ("nausea"), constipation ("severe constipation"), pulmonary thrombosis ("blood clot in right lung") and neck pain ("neck pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingo-oopherectomy and hysterectomy (full) with bilateral salpingo-oopherectomy.). At the time of the report, the large intestine perforation, pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, depression, bladder disorder, vaginal infection, fatigue, irritable bowel syndrome, menopausal symptoms, weight increased, visual impairment, back pain, vaginal haemorrhage, menorrhagia, gardnerella infection, female sexual dysfunction, urinary tract disorder, migraine, aortic aneurysm, tooth disorder, neuralgia, vaginal discharge, diverticulitis, alopecia, abdominal pain lower, rash, nausea, constipation, pulmonary thrombosis, thyroid mass and neck pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, aortic aneurysm, back pain, bladder disorder, constipation, depression, diverticulitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gardnerella infection, genital haemorrhage, irritable bowel syndrome, large intestine perforation, menopausal symptoms, menorrhagia, migraine, nausea, neck pain, neuralgia, pelvic pain, pulmonary thrombosis, rash, thyroid mass, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for pain-chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, back, bleeding: general abnormal bleeding, psych injury, bladder/urinary problems: bladder problems, vaginal infection, other injuries/symptoms: fatigue, gi conditions, hormonal changes, weight gain, vision problems current weight (B)(6) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion, occluded fallopian tubes.. Pathology test - on (B)(6) 2018: specimen: uterus with or without ovaries/tubes, not for tumor, uterus/cervix/bilateral fallopian tubes and ovaries/ 188. Ultrasound scan vagina - on (B)(6) 2018: dub (dysfunctional uterine bleeding). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of large intestine perforation ('perforation (other): colon') and pelvic pain ('pelvic pain/ chronic pain') in a 40-year-old female patient who had essure (batch no. 686081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck pain, migraine, pain, depression, hypertension, sleep apnea, gastric bypass, hip bursitis, acetabular labral tear, umbilical hernia repair, headache, intermittent fever, chills, abdominal pain, chest pain, shortness of breath, gravida I, parity 1, obesity, copd, diverticulitis, bipolar disorder, uterine fibroids, uterine bleeding, overweight, cesarean section, lumbar pain and iron deficiency anemia. Concurrent conditions included insomnia, asthma, fibromyalgia and restless leg syndrome. Concomitant products included fluticasone propionate (flonase), ipratropium;salbutamol (albuterol;ipratropium) since 2005, metoprolol succinate (toprol xl) from 2010 to 2014, paracetamol (acetaminophen) since 2005, ranitidine hydrochloride (zoran) since 2006 and tizanidine hydrochloride (zanaflex) since 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and neuralgia ("nerve pain"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"), menorrhagia ("menorrhagia") and diverticulitis ("diverticulitis"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In (B)(6) 2013, the patient experienced large intestine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2018, the patient experienced menopausal symptoms ("hormonal changes: menopause"), 8 years 4 months after insertion of essure. On (B)(6) 2018, the patient experienced thyroid mass ("thyroid nodule"). In (B)(6) 2018, the patient experienced bladder disorder ("bladder/urinary problems- bladder problems") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2018, the patient experienced aortic aneurysm ("ascending aortic aneurysm"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), depression ("psychology injury"), vaginal infection ("vaginal pain "), visual impairment ("vision/eye problems type: blurry vision"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), gardnerella infection ("infection (bladder/urinary tract/vaginal) type: gardnerella"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("abdominal pain lower"), rash ("rashes"), nausea ("nausea"), constipation ("severe constipation"), pulmonary thrombosis ("blood clot in right lung") and neck pain ("neck pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingo-oopherectomy and hysterectomy (full) with bilateral salpingo-oopherectomy.). At the time of the report, the large intestine perforation, pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, depression, bladder disorder, vaginal infection, fatigue, irritable bowel syndrome, menopausal symptoms, weight increased, visual impairment, back pain, vaginal haemorrhage, menorrhagia, gardnerella infection, female sexual dysfunction, urinary tract disorder, migraine, aortic aneurysm, tooth disorder, neuralgia, vaginal discharge, diverticulitis, alopecia, abdominal pain lower, rash, nausea, constipation, pulmonary thrombosis, thyroid mass and neck pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, aortic aneurysm, back pain, bladder disorder, constipation, depression, diverticulitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gardnerella infection, genital haemorrhage, irritable bowel syndrome, large intestine perforation, menopausal symptoms, menorrhagia, migraine, nausea, neck pain, neuralgia, pelvic pain, pulmonary thrombosis, rash, thyroid mass, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for pain-chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, back, bleeding: general abnormal bleeding, psych injury, bladder/urinary problems: bladder problems, vaginal infection, other injuries/symptoms: fatigue, gi conditions, hormonal changes, weight gain, vision problems. Current weight 217 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion, occluded fallopian tubes. Pathology test - on (B)(6) 2018: specimen: uterus with or without ovaries/tubes, not for tumor, uterus/cervix/bilateral fallopian tubes and ovaries/ 188. Ultrasound scan vagina - on (B)(6) 2018: dub (dysfunctional uterine bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: pfs and mr received: events: rashes, nausea, constipation, blood clot in right lung, thyroid nodule, neck pain were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psychology injury"), bladder disorder ("bladder/urinary problems- bladder problems"), vaginal infection ("vaginal pain "), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision/eye problems type: blurry vision") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingo-oophorectomy.). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, psychological trauma, bladder disorder, vaginal infection, fatigue, gastrointestinal disorder, hormone level abnormal, weight increased, visual impairment and back pain outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, pelvic pain, psychological trauma, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for pain-chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, back, bleeding: general abnormal bleeding, psych injury, bladder/urinary problems: bladder problems, vaginal infection, other injuries/symptoms: fatigue, gi conditions, hormonal changes, weight gain, vision problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: new pfs received- event injury replaced with new events pain: chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, back, bleeding: general abnormal bleeding, psych injury, bladder/urinary problems: bladder problems, vaginal infection, other injuries/symptoms: fatigue, gi conditions, hormonal changes, weight gain, vision problems. Product indication was updated. Lab data was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') and large intestine perforation ('perforation (other): colon') in a 40-year-old female patient who had essure (batch no. 686081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck pain, migraine, pain, depression, hypertension, sleep apnea, gastric bypass, hip bursitis, acetabular labral tear, umbilical hernia repair, headache, intermittent fever, chills, abdominal pain, chest pain, shortness of breath, gravida I, parity 1, obesity, copd, diverticulitis and bipolar disorder. Concurrent conditions included insomnia, asthma, fibromyalgia and restless leg syndrome. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and neuralgia ("nerve pain"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"), menorrhagia ("menorrhagia") and diverticulitis ("diverticulitis"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In (B)(6) 2013, the patient experienced large intestine perforation (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2018, the patient experienced menopause ("hormonal changes"), 8 years 4 months after insertion of essure. In (B)(6) 2018, the patient experienced bladder disorder ("bladder/urinary problems- bladder problems") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2018, the patient experienced aortic aneurysm ("ascending aortic aneurysm"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), depression ("psychology injury"), vaginal infection ("vaginal pain "), visual impairment ("vision/eye problems type: blurry vision"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), gardnerella infection ("infection (bladder/urinary tract/vaginal) type: gardnerella"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingo-oopherectomy.). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, depression, bladder disorder, vaginal infection, fatigue, irritable bowel syndrome, menopause, weight increased, visual impairment, back pain, vaginal haemorrhage, menorrhagia, gardnerella infection, female sexual dysfunction, urinary tract disorder, migraine, aortic aneurysm, tooth disorder, neuralgia, vaginal discharge, diverticulitis, alopecia, large intestine perforation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, aortic aneurysm, back pain, bladder disorder, depression, diverticulitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gardnerella infection, genital haemorrhage, irritable bowel syndrome, large intestine perforation, menopause, menorrhagia, migraine, neuralgia, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for pain-chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, back, bleeding: general abnormal bleeding, psych injury, bladder/urinary problems: bladder problems, vaginal infection, other injuries/symptoms: fatigue, gi conditions, hormonal changes, weight gain, vision problems. Current weight 217 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: pfs and mr received-new event abnormal bleeding (vaginal), menorrhagia, gardnerella, apareunia (inability to have sexual intercourse), urinary problems or changes, migraines / headaches, ascending aortic aneurysm, dental problems, nerve pain, vaginal discharge, diverticulitis, hair loss, perforation (other): colon, abdominal pain lower were added. Pt of hormonal changes, psych injury and gastrointestinal or digestive system condition were updated. Event onset date was added. Lot number was added. Medical history and concomitant condition was added. Reporters information was added. Patient's demography was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.